Event description:
Guidant received information that this pacemaker was originally implanted in a pt in 2004. Seven months later, this pt died due to natural causes not related to the pacemaker. The device was explanted, re-sterilized and re-implanted in another pt that same month. Normal device function was verified at this implant procedure. However, three months later during a normal device follow-up, a programmer error code 2714 was observed. Additionally, the programmer recognized the pacemacer as a nexus 1392 device. Therefore, the pacemaker was explanted.